Event description:
It was reported that (8) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512b gaskets tore. New trocars were used to complete the case. There was no consequence to the pt.